Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of helix issues, low amplitude and high capture threshold.

Event description:
It was reported that this right ventricular (rv) lead was showing high pacing thresholds. There was a trend showing that intracardiac amplitude was low. When trying to reposition, tissue was peeled of the lead. Helix retraction and extension issues were observed when trying to re implant. A new lead was required. This new lead was implanted successfully. The lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was showing high pacing thresholds. There was a trend showing that intracardiac amplitude was low but it seemed that there was no problem with the impedance. When trying to reposition, tissue was peeled of the lead. Helix retraction and extension issues were observed when trying to re implant. More turns than it is recommended were given to the lead rotation tool. After helix was retracted, lead was advanced towards the apex of the heart, then screw-in was trieattempted at the area where data before the screw-in was good but the helix would not extend. Refixation of this lead was stopped. A new lead was required. This new lead was implanted succesfully. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the field b5: describe event or problem. Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. The helix difficulty allegation was confirmed, based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of low amplitude and high capture threshold.